Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication updated. Previously reported ¿injury¿ was updated to fallopian tube perforation. Event added: uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.